Event description:
#Medwatcher #(B)(4). Bloating, stomach fluttering, inability to lose weight, severe cramping, unusual periods, sharp pains in lower abdominal area, hemochromatosis was discovered and diagnosed.